Event description:
It was reported that the connector was not tight and caused a leak of medication in addition to staying in the patients arm when attempting to pull out the needle. The event occurred while in use with patient. There was patient involvement and no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.